Event description:
It is reported the patient has been advised to have a revision due to pain, high chromium levels, discomfort, and limitation of motion and stamina.

Manufacturer narrative:
This report will be amended when our investigation is complete.